Manufacturer narrative:
H6: medical device problem code 1494 - indication for use manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a thrombectomy procedure with a 9f sheath. No pre-close technique was used in a large-hole arterial puncture site. Reportedly, there were two knots noted on the suture. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the IFU violation contributed to the reported difficulties with the device. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to procedure circumstance. In this case, it is possible that there was a malposition of the device causing the knot to separate and appear as two knots. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.